Event description:
Cure of prolapse on (B)(6) 2019. When using capio sutures, 2 harpoons (attached to the sacrospinous ligament through forceps) dislodged from the wire during the 1st and 3rd passages. Presence of 2 free harpoons in the sacrospinous ligament not linked to a wire: risk of migration that can have potentially serious clinical consequences for the patient. Need to change the medical device in order to continue the procedure. Extension of the procedure length. Device 3 of 3. Event date: (B)(6) 2019.

Manufacturer narrative:
Qn#(B)(4). A DHR review could not be conducted since the lot number of product code was not provided. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. No documentation can be reviewed due to the lack of the batch number to perform a proper investigation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility is not being manufactured at the time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Cure of prolapse on (B)(6) 2019. When using capio sutures, 2 harpoons (attached to the sacrospinous ligament through forceps) dislodged from the wire during the 1st and 3rd passages. Presence of 2 free harpoons in the sacrospinous ligament not linked to a wire: risk of migration that can have potentially serious clinical consequences for the patient. Need to change the medical device in order to continue the procedure. Extension of the procedure length. Device 3 of 3. Event date: (B)(6) 2019